Manufacturer narrative:
Product event summary: analysis confirmed the reported event. The radiofrequency (rf) head connector was missing from the link electronic module (lem) circuit board. As a result the lem board was replaced, recalibrated and software was reconfigured, reloaded and updated. It was also noted that the screen would not stay up, the power supply was noisy, the system fan was noisy, the keyboard was missing two screws and the lower case was cracked.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. (B)(4).

Event description:
It was reported that the radiofrequency (rf) head connector was lost from the link electronic module (lem) circuit board of the programmer. The programmer was returned for servicing. There was no patient involvement.